Event description:
"There was metallic-tinged with fragmented polyethylene that was up into the superior patellar pouch. There is some mild scratching of the femoral component, as well as the tibial plateau where the articulation had been occurring between the two of them." "Evidence of wear through of the polyethylene tibial insert of right knee.."